Event description:
A report was received that during a lead revision, the physician added an additional lead which caused sever pain for the patient. The physician removed the lead but the pain persisted. The physician believes that he broke up some scar tissue attached to a nerve. The patient was given pain medication and is reportedly doing well.